Event description:
It was reported that the patient called with low flow alarms increasing in frequency that started early (B)(6) 2021. The patient reported that "I almost feel a rattling in my chest when this happens." The patient had another low flow while on the phone with the vad (ventricular assist device) coordinator. The patient had about 50+ ounces of water/ flavored water. There were no signs or symptoms of gastrointestinal bleeding, no edema, weight was stable, urine was clear yellow, and no power spikes on the ventricular assist device (vad). Upon emergency department arrival, the patient was hooked up to the orange cable on the power module (pm) and screenshots of the full history were taken. The patient stated still feeling revving in their chest. The patient was then transferred to the intensive care unit (ICU), the driveline fault alarm progressed to a system controller fault alarm. The pm providing power to the pump had the green circle on. Nursing auscultated for vad hum and vad sounds were present. The team was advised not to change controller as pump may not restart. Pm/monitor was switched out on a new cart and orange cable had no change since the monitor was not receiving data and the controller was unable to be silenced. The patient has had two external percutaneous lead repairs. The patient underwent a heartmate ii to heartmate ii pump exchange on (B)(6) 2021 without any incidence.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Manufacturer narrative:
Manufacturer's investigation conclusion: analysis of the log file that was downloaded from the returned controller revealed driveline fault, low flow, and pump off alarms that appear consistent with a potential driveline issue; however, no wire damage was observed on the segments of driveline that were returned with heartmate ii left ventricular assist system (hmii lvas), serial number (B)(6). Additionally, thrombus was confirmed through the evaluation of (B)(6). A review of the downloaded log file contained data from (B)(6) 2021 at 00:24:20 though (B)(6) 2021 at 11:42:48, per the time stamps. Throughout the log file, numerous low speed and pump stop events were captured while the patient was supported by the power module and batteries. Numerous driveline fault alarms were also captured throughout the log file. The patient also experienced 125 low flow hazard alarms when the flow dropped below the low flow limit of 2.5 lpm to as low as 0 lpm. Based on complaint history and similarly reported events, the data captured in the log file is potentially consistent with two or more damaged wire in the patient¿s driveline; however, a specific cause for the low speed and pump stop events cannot be conclusively determined through the evaluation of the returned device, as the entirety of the driveline was not returned for evaluation. The account submitted five chest x-ray images for review. The images captured internal and external portions of the patient¿s driveline. There were no clear portions of breakdown in these images. The pump, (B)(6), was returned assembled with the percutaneous lead severed approximately 7.5 inches from the pump header. Approximately 3.5 inches of the midsection of the driveline was also returned with the device. The severed portion of the driveline and the apical sewing ring were not returned with the pump. The inflow conduit (inlet tube, flex section, and inlet elbow) was not returned. The sealed outflow conduit (graft, bend relief, and outflow graft attachment) was not returned; however, the outflow elbow was returned attached to the pump outlet port. Upon disassembly of the returned pump, visual inspection of the blood contacting surfaces revealed a grainy, denatured, clotted blood deposition found between the blades of the rotor. Loosely coagulated blood was also observed within the inlet and outlet stators, and on the outlet section of the rotor. The blood within the stators and outlet section of the rotor appeared to be fresher, with no evidence of denaturation. The observed depositions within the blades of the rotor appeared consistent with poor surface washing due to an interruption in flow; however, a specific cause for this period of low flow could not conclusively be determined through this evaluation. These depositions could have caused increased drag on the rotor, resulting in an increase in temperature within the pump that contributed to the observed denaturation. A specific duration of time for which the denatured blood was present within the pump could not be conclusively determined through this evaluation. It should be noted that the interruptions in pump flow due to the potential driveline issue could have contributed to the depositions observed on the rotor; however, an exact duration of time for which the depositions were present within the device could not be conclusively determined through this evaluation. Electrical continuity testing of the wires did not reveal any discontinuities or shorts. No wire-to-wire or wire-to-shield electrical shorts were induced during this test, despite manipulation of the driveline. Following the visual inspection, the returned portion of the driveline was submerged in a saline bath for high potential testing to verify the integrity of each wire¿s insulation. The test revealed that there were no areas of current leakage in the insulation of any of the driveline wires. The device was rebuilt and functionally tested under normal operating conditions using a mock circulatory loop. The data retrieved from that testing revealed normal pump power consumption and pressure values that met manufacturing specification and the device functioned as intended. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 19sep2014. Heartmate ii lvas IFU is currently available. Section 1 of the IFU, ¿introduction¿, lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions such as hypertension. Section 4 also provides information on reviewing the event history on the system monitor. Section 6 "patient care and management" (under "pump performance monitoring") explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling, explains that pump flow is estimated from pump power, and addresses assessing pump flow. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." Section 7 ¿alarms and troubleshooting¿ describes all alarm conditions, including the driveline fault, low speed advisory, low flow hazard and pump off alarms, as well as the appropriate actions associated with them. Heartmate ii lvas patient handbook: section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. This document instructs the user that in the event of a low flow hazard alarm, call your hospital contact immediately for diagnosis and instructions. Section 4 of this handbook contains information on ¿caring for the driveline.¿ however, all hmii lvad drivelines have the potential for wire/shield breakdown to occur depending upon the length of use and movement/flexing over time. Section 6-13 of this IFU discusses damage due to wear and fatigue of the driveline. The hmii IFU and patient handbook¿s alarms and troubleshooting sections provide information on all system alarms, including low flow alarms, and the actions associated to resolve the alarms. These documents explain that low flow alarms occur when the estimated flow is calculated below the low flow threshold of 2.5lpm. The heartmate ii lvas patient handbook contains information on ¿caring for the driveline.¿ the heartmate ii lvas IFU discusses damage due to wear and fatigue of the driveline. The hmii lvas IFU lists device thrombosis as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Section 1 and section 6 of the IFU, ¿patient care and management¿, outline indications of pump thrombosis and how to respond to such events. Section 6, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was noted that the patient also had low speed and pump off alarms. Related manufacturer reference number: MFR # 2916596-2021-06678.